Event description:
It was reported that the lens vaulted asymmetrically in the patient's right eye approximately 6 weeks post implant. Yag procedures were performed on (B)(6) 2014 and (B)(6) 2014. The patient is under observation. Please reference MDR #1313525-2015-01564 for the lens implanted in the left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.